Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not produce fluoroscopic images, resulting in a total loss of imaging functionality. There is no report of injury or death associated with this event.